Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that system could not boot up. Review of the log file confirmed the reported malfunction. The fse checked the led status on the cabinet and found it to be normal. The fse tried to reboot the system but the issue persisted. Upon troubleshooting, the fse identified the cause of the issue was in defective application software. The fse reinstalled the application software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.